Manufacturer narrative:
B3: estimated date. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : it is unknown if the device is returning for analysis.

Event description:
It was reported as a general comment that an unspecified number of arteriotomy closures in unspecified vessels were attempted using proglide devices after unspecified procedures. Reportedly, the knot pushers were breaking because the knot was unable to be pulled through. The method of achieving hemostasis was not specified. The number of patients and devices was not provided. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported snared knot pusher break and difficulty positioning the knot could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. MFR site - contact name updated.